Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they got a shock that went all the way from the implant site to the back of their heel when they were next to a security gate while sitting in a buggy with a security alarm on it. The patient stated that they were in a lot of pain and it was burning. The patient was advised to follow up with a healthcare professional (hcp) and to turn the stimulator off to see if their symptoms got better in the meantime. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The medtronic patient services team made outbound call to the patient and left a voicemail providing number for patient services if patient had questions about their device and redirecting then to their hcp for medical needs/symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they were at the emergency room on (B)(6) 2017 and the therapy had been off since (B)(6) 2017 however they were still gettng shocked when sitting on their bed. Patient requested list of hcps who were familiar with the mdt device. Patient also reported that the implant seemed to have moved, sitting down pushing on their skin since two weeks ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative called the hospital and walked them through the icon programmer functions to ensure the device was off. Representative asked them to call contact him directly if they had any further questions, but have not head back from them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that they were having a situation with their neurostimulator for the bladder. No further complications were reported or were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received. Patient reported they were still experiencing shocking and still feeling pain from the shocking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that patient stated their pocket site had become very sensitive following an event at the grocery store. Patient felt that they experienced conduction from the grocery cart that had some sort of electric anti-theft feature. Patient described the feeling of a shocking sensation at their battery site while in contact with the grocery cart. Patient again reported that medtronic was contacted by a physician in the ER of the hospital and was told to turn the device off in which it was. However since then they felt the battery site has become intolerably sensitive and painful. They felt discomfort at the pocket site becomes worse when device was turned on so they have kept it off and just been catheterizing to tolerate the urinary retention symptoms. Rep further reported that they met patient at the hcp's office and an impedance test was ran but that the patient stated they could not tolerate the sensations associated with the impedance test so the impedance test was canceled at the patient's request. Of note, before the impedance test was cancelled, the electrode combinations c0, c1, and c2 were all within range so 3 new settings were programmed using these combinations. They attempted to turn the therapy back on but patient still could not tolerate the sensations and reported they exacerbated the pocket site discomfort. After a discussion with the patient, the hcp had decided they would offer a revision surgery in which they would remove the existing lead and device which was on the left side and replace it with a new lead and device on the right side. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). Rep said the patient was experiencing shocking even when stimulation was off. There was no known activity or event that prompted this issue. No troubleshooting could occur during the call due to lack of access to the product; the patient is at the hospital and the rep wasn't with the patient. The rep walked the healthcare provider (hcp) through to confirm stimulation was off using the patient programmer (pp). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient weight updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that her stimulator was turned off and she was continuing to feel shocks, from (B)(6) 2017. The patient stated that when she went to the emergency room, the physician gave her pain medicine (morphine) and phenergan for her nausea. The physician called medtronic because they had never dealt with a situation like hers. The patient reported that everything she touched kept shocking her. The stimulator was turned off on (B)(6) 2017. The patient went to the emergency room again on (B)(6) 2017. The patient stated that the doctor came back after he spoke with a manufacturer representative (rep) and told the patient that it was impossible for her to continuously get shocked. The patient noted that after she was released, the doctor gave her a prescription for tylenol. The patient reported that the problem with her stimulator, to this day, is that she is still getting shocked. The patient stated that she read her patient book and it stated that there can be a malfunction or one of the leads could come loose. No further complications were reported.